Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other') in an adult female patient who had essure (batch no. 824829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and hypothyroidism ("hypothyroidism"). In 2015, the patient experienced tooth dislocation ("dental problems: teeth shifting"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth dislocation, hormone level abnormal, nausea, visual impairment, weight increased, weight decreased, vaginal haemorrhage, menorrhagia, hypothyroidism and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, nausea, pelvic pain, perforation, tooth dislocation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Most recent follow-up information incorporated above includes: on 6-apr-2020: medical record received- reporter information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and hypothyroidism ("hypothyroidism"). In 2015, the patient experienced tooth disorder ("dental problems: teeth shifting"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment, weight increased, weight decreased, vaginal haemorrhage, menorrhagia, hypothyroidism and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, nausea, pelvic pain, perforation, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hypothyroidism, dysmenorrhea (cramping). Onset date of events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other') in an adult female patient who had essure (batch no. 824829-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and hypothyroidism ("hypothyroidism"). In 2015, the patient experienced tooth dislocation ("dental problems: teeth shifting"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth dislocation, hormone level abnormal, nausea, visual impairment, weight increased, weight decreased, vaginal haemorrhage, menorrhagia, hypothyroidism and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, nausea, pelvic pain, perforation, tooth dislocation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Lot number 824829 is invalid. Most recent follow-up information incorporated above includes: on 12-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, nausea, pelvic pain, perforation, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder infection, uti, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: reporter information, patient demography was added. Previously added ¿injury¿ was replaced with ¿ pelvic pain¿. New events ¿abdominal pain, - dyspareunia (painful sexual intercourse), apareunia, general abnormal bleeding, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, nausea, vision problems, weight gain, weight loss, she did not undergo essure confirmation test" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.